Event description:
The facility representative reported to baxter (B)(4) that a flo-gard compatible blood set had disconnected and leaked. This occurred during infusion. The set was connected for about one hour when the patient noticed blood on her arm. She discovered that the set was disconnected from the luer inadvertently. There was no report of patient injury or medical intervention in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). The photo revealed that the luer lock was disconnected, confirming the reported condition. No further testing could be performed since the sample was not available. The root cause was not identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample was not returned for evaluation; however, sample images are available. If additional information or samples become available, a follow-up report will be submitted.